Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented remotely via merlin.net transmission, noise was observed on the right ventricular (rv) lead. During lead revision procedure in clinic, externalized conductor was noted on the lead. The physician suspected lead to can abrasion. The lead was repaired, capped and replaced. The patient was stable.